Event description:
Information was subsequently received that this lv lead was surgically abandoned. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a routine follow-up, loss of capture in every configuration at maximum output, impedance measurements greater than 2000 ohms in all configurations and no sensing was noted on the left ventricular (lv) lead. The historic trend confirmed that there was a sudden increase in impedance measurements from 800 ohms to greater than 2000 ohms. Boston scientific technical services (ts) reviewed the x-ray and confirmed the lv lead was fractured in the pocket area. The device was reprogrammed to vvi 40 and the patient will be re-evaluated in the future. The patient was not pacemaker dependent. No adverse patient effects were reported.